Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) there was the possibility that the reported phenomenon was attributed to the failure of the component in the power unit due to the aging deterioration for long-term use because more than seven years had been passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power switch of the subject device could not be turned on before the unspecified procedure. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and duplicated the reported phenomenon which might have occurred due to the power unit failure. There was no patient injury associated with this report.